Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 due to a loose acetabular cup. The acetabular cup was removed and replaced.